Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Fa found that the retaining ring of the endoscope was missing. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review for the 30-degree endoscope (part # 470057-08/serial # (B)(4)) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2021 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by a regulatory post market surveillance (rpms) analyst. Investigation revealed that there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a procedure it was discovered that the 30-degree endoscope had physical damage and part of the endoscope had come off. The xi endoscope was found with a missing camera instrument adapter (aea) component with no evidence of mishandling or misuse. A missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, it was discovered that the 30-degree endoscope had physical damage and part of the endoscope had came off. The procedure was completed with a spare endoscope with no reported injury to the patient. Evaluation of the returned endoscope found that the retaining ring of the endoscope was missing. Per follow up with the customer on 18-aug-2021, the endoscope was inspected prior to use with no issues found and no fragments from the endoscope fell into the patient. The customer was unable to provide any patient information.